Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Over the last few months after having interstim placed it has helped patient urinary issues but now was having horrible gi issues such as days if diarrhea then up to 6 or 7 days of constipation. The patient has horrible cramping and pain a constant urge to defecate and painful cramping. The patient has lost 15 pounds in little over 2 months without trying. The patient has been tested and retested for c-diff, which she did have c-diff and rotavirus in (B)(6) and (B)(6) and e. Coli in (B)(6). However, the last few years has been negative for c-diff or any infection. This friday patient underwent a colonoscopy and endoscopy and gastro doctor told patient it was irritable bowel syndrome (ibs) and that patient needed to change their diet and exercise. The patient saw their urogynecologist on (B)(6) and he advised patient to see their gastro doctor. The patient has been able to work since they work in a call center and when the diarrhea was bad they do not have time to wait or we end up going in their pants. The patient also has an allergy to cobalt and was wondering if their body was having a reaction from the interstim and needed help. The patient indicators for use are for urgency frequency and urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.